Manufacturer narrative:
Age, sex, weight, ethnicity, race: unk. Date of event: unk. (B)(4). Lens work order search: one similar complaint reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens -14.0/+3.5/162 (sphere/cylinder/axis) into the patient's left (os) eye on (B)(6) 2021. On (B)(6) 2021, the lens was explanted due to excessive vault, elevated iop, shallow ac and angles, pain, and vomiting.

Manufacturer narrative:
H3-device evaluation: the lens was returned in liquid in a vial. Visual inspection found that the haptic was torn. Claim# (B)(4).